Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no reportable findings. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the bronchovideoscope showed black screen when turning the u angle. There were no reports of patient harm.